Manufacturer narrative:
Event date is estimated. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an ablation for ventricular tachycardia (vt) in (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate ii lvas, serial number (B)(6), and no product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ablation for ventricular tachycardia (vt) on (B)(6) 2021. The patient had a history of vt and was implanted with a non-abbott implantable cardioverter defibrillator (ICD) in (B)(6) 2021, prior to their left ventricular assist device (lvad) placement. The patient experienced no symptoms at the time of the event and was treated with amiodarone and lidocaine to treat the arrhythmia. It was unknown whether or not the arrhythmia had been sustained. The vt did not return post ablation.